Event description:
It was reported that the patient is once again reporting complaints of painful stimulation. Per the physician, the plan is to replace the patient's fractured lead. The lead was explanted and replaced. The explanted product was discarded during surgery, and therefore the lead will not be returned for analysis. No other relevant information has been received at this point in time.

Event description:
A patient underwent surgery to resolve painful and erratic stimulation in the neck and chest that began in (B)(6) 2017. The device had previously been programmed off after the patient complained that the pain sensation intensified with greater output currents. Diagnostics for the device were within the normal limits. The surgery was for patient comfort and was not required to preclude a serious injury. The generator was explanted during surgery 5 months later. Generator diagnostics were performed independent of the lead during surgery and revealed no anomalies with the performance of the generator. The existing lead was examined for obvious damage, and a company representative identified a hairline crack near the connector boot of the lead. The lead reportedly became more pronounced when the lead was twisted. The lead appeared to have been cut during a previous surgery, but the surgeon could not confirm the cause of the fracture. The surgeon and company representative believed that the lead fracture was the likely cause of the painful stimulation. The surgeon elected to repair the lead using adhesive. The now-repaired lead was connected to a new generator, and diagnostics returned results within the normal limits. The device was programmed on, and the patient reported feeling the stimulation at multiple parameter sets; however, the sensation of stimulation was no longer painful to the patient. The explanted generator was not returned to the manufacturer. No additional relevant information has been received to date.